Event description:
On (B)(6) 2013 the patient had surgery where he received a new catheter; the pump remained the same.

Event description:
Additional information: the catheter sutureless connector (sc) was changed because of an occlusion. Since the catheter sc replacement, the system was performing well. There was no indication of a pump malfunction. Everything was ¿ok¿ for the patient.

Manufacturer narrative:
Catheter: model-unknown; serial #-unknown; implant/explant dates-unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling more and more spastic. The patient was having increased spasticity and pain. Neurosurgery wanted to know if the pump was working normally, so the physician put ¿some contrast product in the pump.¿ it was noted that the troubleshooting done was not troubleshooting as recommended by the manufacturer; no catheter research and no rotor problem were looked for. The patient status was reported as ¿alive - no injury/no adverse event.¿ the pump was delivering lioresal. It was later reported that they decided to change the catheter and ¿to clean the pump with physiological serum.¿ additional information has been requested, but it was not available as of the date of this report.